Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_rtm_unknown, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having the worst luck with the new recharging system and the issue began since the new implant was put in. Patient stated the belt stinks and holding 'it' didn't work because it got would get too hot; agent understood this as the recharger. Patient also noted the implant charged so quickly and it warmed up a lot quicker than the old implant. Patient still had some adhesive discs left which worked perfectly for them. Patient hated their new implant. Patient did not have their controller and recharger with them. Agent advised patient to call back to troubleshoot/inspect the controller and recharger and to assist patient in lowering the speed and temperature of charging. Patient also mentioned their implant stuck out or protruded a little bit more or than the last one did so the belt was not sitting evenly and it was not comfortable. Patient requested adhesive discs. Agent reviewed information and sent request to repair to replace the belt.

Manufacturer narrative:
Continuation of d10: product ID 97755-svc. Serial# (B)(6): product type recharger section b5 and d10 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient with the serial numbers of the controller and recharger that are currently in use.